Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, few episodes of rv oversensing showing occasional loss of rv and lv pacing were observed. In clinic check showed normal device and lead function. No intervention was performed. Patient was stable and will continue to be monitored.